Event description:
In 2008, the lay user/pt contacted lifescan (lfs) canada alleging the onetouch profile meter was giving inaccurate erratic readings. This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up questions obtained on august 7, 2008. Approximately one month ago, the pt reported blood glucose results of "25, 8, and 15 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l. Reportedly, the pt took 4 units of humulin r after obtaining "25 mmol/l" on the subject meter. The pt stated that she did not have any symptoms when she obtained the "25 mmol". The pt claimed that when her blood glucose is "25 mmol/l" or higher, she normally has symptoms of "dry mouth and dizziness." On the day of concern the pt did not participate in any strenuous physical activity. The pt indicated that she did not eat immediately before or after taking her 4 units of humulin r because her blood glucose was elevated, "25 mmol/l." Her doctor has never recommended that she eat right after taking insulin. Two hours after taking the insulin, the pt allegedly developed symptoms of "sweating, shaking, dizziness, and weakness." The pt then reportedly tested on the subject meter and obtained a blood glucose reading of "3.0 mmol/l" while she had the aforementioned symptoms. Within 15 minutes of the onset of her symptoms, the pt administered self-treatment with a glass orange juice with 2 teaspoons of sugar. The symptoms abated within 30 minutes after the medical intervention. The pt did not test on any other glucose devices at the time of concern. The patient's diabetes medication regimen has not changed after the day of the incident. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood sample were taken from approved testing sites, and the reported meter readings were not confirmed in the meter's memory. The pt was unwilling/unable to run a control solution test and a check strip test. This complaint is being reported because the pt reportedly had symptoms that can be suggestive of severe hypoglycemia after she took insulin based on an elevated blood glucose reading obtained on the subject meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report